Manufacturer narrative:
Correction: b5. Additional: g5, h10.

Event description:
As reported via the lvis pas clinical study: this event captures the 1st stent deployed. During index procedure on (B)(6) 2017 microwire was then removed and the first of the two flow diverting stents was then loaded and applied in the following manner. First part of the stent was pushed out of the catheter such that good distal wall apposition was obtained. The rest of the stent was then gently pushed out of the catheter buckfield open completely in the supra-clinoid ica segment, then "wagged" the construct a few times until it opened fully and continued deploying the remainder of the device. Follow up runs reveal incomplete stent apposition along the anterior ophthalmic and clinoid segments. We then used a j-wire to bump the stent open and also gain distal access for the second device. Follow up angiography after this maneuver revealed complete apposition of the stent but persistent aneurysm filling. We then loaded the second device and started deploying it but, yet again, had trouble with incomplete opening. The above-mentioned procedure ¿wagging¿ was repeated with only partial success. The device was continued being deployed but had to reach sheath it numerous times in the process of deployment and eventually were able to land with good distal and partial proximal wall apposition. It was decided to angioplasty through the stent especially in its proximal one third. A total of 4 balloon deployments were performed after which follow up angiography revealed satisfactory release of the stent and good wall apposition. There is one single tiny none of the stent which is looped back on itself but is opposed to the wall of the vessel instead of being luminal. Follow up angiography revealed good antegrade flow, no stent thrombosis, persistent but delayed filling of the aneurysm, no vascular dissections or vasospasm.

Manufacturer narrative:
Based on the review of the operative note data and in my professional opinion, the first lvis stent deployed revealed incomplete stent apposition along the anterior ophthalmic and clinoid segments occurred and the relationship of this event to the initial lvis stent cannot be ruled out. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): adverse events possible adverse events include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis device with compatible microcatheters or occlusion balloons. If repeated friction is encountered during lvis device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis device in the parent vessel without fully retrieving the device. The lvis device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions exercise caution when crossing the deployed/detached lvis device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 15. Advance the delivery wire to transfer the lvis device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis device delivery or manipulation, withdraw the unit and select a new lvis device. 18. Position the lvis device for deployment by aligning the lvis implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 6] note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis device is not recommended and may result in device elongation. 19. If lvis device positioning is not satisfactory, the lvis device may be recaptured and repositioned if it is not fully deployed. The lvis device may be recaptured until the point where the proximal end of the lvis device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 75% deployed). [Figure 7] caution: if resistance is felt while recapturing the lvis device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis device (without exceeding the recapture limit), and then attempt to recapture the lvis device. Caution: the lvis device must not be re-deployed more than three times. Note: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 20. If lvis device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis device will expand and total length may foreshorten up to 55% from its undeployed length (refer to table 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm on each side of the aneurysm neck or target location to ensure appropriate neck coverage. [Figure 8] warning: do not detach the lvis device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis device to maintain access through the lvis device. Remove and discard the delivery wire. Warning: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis device cells. Warning: observe lvis device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis device does not migrate or dislodge from its deployed position. 24. After the microcatheter is positioned within the aneurysm, detachable coils may be delivered into the aneurysm according to conventional methods. Warning: observe lvis device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. 25. After placing the last coil, verify that the lvis device has remained patent and properly positioned. Advance a guidewire to the microcatheter tip and carefully remove the microcatheter through the lvis device cells. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis device. The microcatheter will be supported by the lvis device during delivery of embolic coiling. After completing the coiling, the microcatheter should be carefully removed to avoid dislodging the lvis device. 27. Caution: carefully watch the lvis device distal and proximal markers when passing through the deployed lvis device with embolic coiling microcatheters to avoid displacing the lvis device. Medical operative report review, p25-7535, frank turner, d.p.m. A detailed medical review of operative note data dated on (B)(6) 2017 was performed on 11-4-2025. As medically reported in the lvis pas, the patient was treated for a right supraclinoid aneurysm with selected lvis stent devices. Medical review of operative note data indicates that on index procedure date on (B)(6) 2017, the first of two flow diverting stents was loaded and applied to the targeted aneurysm site. Data reviewed further indicates that the first stent was pushed out of the catheter with reported good distal wall apposition and the remaining portion of the stent was pushed out of the catheter and was reported to have opened completely within the supraclinoid ica segment. On index procedure date on (B)(6) 1017, it was reported that follow-up radiographic angiographic imaging runs, determined that the first lvis stent revealed incomplete stent apposition along the anterior ophthalmic and clinoid segments. Medical review of data further indicates that a j-wire was utilized to bump the stent open which also gained distal access for delivery of the second lvis stent. Medical review of data indicates that follow up angiography after performance of a described ¿wagging maneuver¿ was performed which revealed complete apposition of the stent but there is still persistent aneurysm filling noted within the stent. The operative physician reported that when loading the second stent device and initiated deployment of this device, the operative physician reported encountering difficulty which was reported as incomplete stent opening. Data reviewed indicates that the above mentioned procedure ¿wagging¿ was repeated with only partial success. The operative physician reported continued pulling the device but had to resheath the device numerous times in the process of deployment and was eventually able to land the second lvis stent with good distal and proximal wall apposition. The operative physician reported performance of an angioplasty through the second stent was performed in the proximal one third of the device and a total of four balloon deployments were performed with follow-up angiography revealing satisfactory release of the second stent with good wall apposition. Follow up angiography revealed good antegrade flow, no on stent thrombosis, persistent but delayed filing of the aneurysm and no vascular dissections and/or vasospasms were reported. Based on the review of the operative note data and in my professional opinion, the first lvis stent deployed revealed incomplete stent apposition along the anterior ophthalmic and clinoid segments occurred and the relationship of this event to the initial lvis stent cannot be ruled out.

Event description:
As reported via the lvis pas clinical study: during index procedure on (B)(6) 2017 microwire was then removed and the first of the two flow diverting stents was then loaded and applied in the following manner. First part of the stent was pushed out of the catheter such that good distal wall apposition was obtained. The rest of the stent was then gently pushed out of the catheter buckfield open completely in the supra-clinoid ica segment, then "wagged" the construct a few times until it opened fully and continued deploying the remainder of the device. Follow up runs reveal incomplete stent apposition along the anterior ophthalmic and clinoid segments. We then used a j-wire to bump the stent open and also gain distal access for the second device. Follow up angiography after this maneuver revealed complete apposition of the stent but persistent aneurysm filling. We then loaded the second device and started deploying it but, yet again, had trouble with incomplete opening. The above-mentioned procedure ¿wagging¿ was repeated with only partial success. The device was continued being deployed but had to reach sheath it numerous times in the process of deployment and eventually were able to be landed with good distal and partial proximal wall apposition. It was decided to angioplasty through the stent especially in its proximal one third. A total of 4 balloon deployments were performed after which follow up angiography revealed satisfactory release of the stent and good wall apposition. There is one single tiny none of the stent which is looped back on itself but is apposed to the wall of the vessel instead of being luminal. Follow up angiography revealed good antegrade flow, no stent thrombosis, persistent but delayed filling of the aneurysm, no vascular dissections or vasospasm.